Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported embolism was due to the incorrect stopcock being opened during the flushing process resulting in air injection into the patient. The cool point tubing set instructions for use state: make sure the 3-way stopcock is in the closed position prior to use. Purge air from the system by opening the 3-way stopcock and filling the tubing set with the irrigation fluid. Remove any trapped air and then close the stopcock. Open the 3-way stopcock at the end of the tube set to prepare for irrigation. Press the prime button twice and release it to verify tubing integrity. If air is visible in the tubing set, repeat the priming function until the air is expelled through the open end of the stopcock.

Event description:
During the procedure, an incorrect stopcock was opened and entered into the patient. The pump alarmed for bubble detection when the irrigation bag ran empty. The irrigation bag was replaced, the pump and tubing were primed per the IFU and it was noticed that the incorrect stopcock was opened during the flushing process resulting in air injection into the patient. The case continued with successful pulmonary vein ablation.